Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the use of the programmer's analyzer the tablet froze and the screen turned white and booted the user off the patient connector and the analyzer. This occurred three time during the case. The user was able to re-connect each time. The leads were not connected to the analyzer at the time of the event and the issue occurred when the physician was implanted leads and closing. The case required no re-programming and the user was able to reconnect before needing to test via the analyzer and complete testing. The programmer remains in use. No patient complications have been reported as a result of this event.